Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed displacement test as well as self test and no power test. There was no moisture damage inside pump, no blank display and no fading display. (B)(4).

Event description:
The customer reported via phone call that her pump stopped working while she was in the shower. She heard the pump beeping but the display screen was blank. Customer's blood glucose was 179 mg/dl at the time of incident. Customer indicted that there was moisture build-up in the bottom of reservoir and battery compartments and that may have been due to her wearing the pump against her skin. During troubleshooting, customer was advised to change the battery however, after the correct battery was installed the display screen worked but then immediately faded out to a blank screen. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.